Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during implant of a 23mm sapien 3 valve in the aortic position using transfemoral approach, a 14 fr esheath was inserted via left femoral artery by percutaneous access. After balloon aortic valvuloplasty (bav) was performed, there was resistance felt while removing the balloon catheter through the esheath. During insertion of the delivery system, there was resistance felt when the delivery system was passing the distal tip of the esheath. During removal of the delivery system, there was resistance felt when the delivery system balloon was retracted into the distal tip of the sheath. When the esheath was removed, the distal tip was found to be damaged. There was no vessel dissection detected by digital subtraction angiography (dsa), echo exam from body surface, or CT. There was no patient injury. Per the report, the patient¿s access vessel calcification and tortuosity were both mild. The access vessel minimum luminal diameter (mld) was greater than 6mm. The insertion angle was close to sharp. There were no abnormalities noted along the liner and the shaft after removing the esheath from packaging or during device preparation. The access vessel was not pre-dilated. During esheath insertion, there was no resistance felt. During delivery system insertion, the loader was fully inserted into the sheath. During pre-decontamination evaluation, the esheath distal tip was found to be torn.

Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. During visual inspection, it was observed that the distal tip was torn to the left of the liner and score lines were present, there was soft tip damaged, the strain relief was severely scratched and torn, and there was a fold in the co-ex shaft about ½¿ from the strain relief. The sheath liner opened as designed. Due to the nature of the complaint, no relevant functional testing or dimensional measurements were performed. Evaluation of the device revealed that score lines were present on the sheath distal tip. Despite this, the sheath tip did not open properly and tore. Tearing of the sheath distal tip may be caused by factors related to design/manufacturing of the sheath (e.g. Location of tip score lines, depth of tip score lines). These factors may lead to improper expansion of the sheath distal tip during delivery system insertion, contributing to the failure mode. However, a definitive root cause is unable to be determined at this time. A review of complaint history suggests that patient or procedural factors may have contributed to the reported resistance. Per the training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. Per the report, the patient¿s access vessel had mild tortuosity and mild calcification. Tortuous patient anatomy can create sub-optimal angles that would result in a difficult pathway for advancement of the delivery system while calcification can constrict sheath expansion during delivery system insertion. Upon visual inspection of the returned device, the strain relief material was severely scratched and torn and soft tip was damaged which can be an indicative of sheath interacting with calcium nodules in the vessel. Additionally, per the report, the device insertion angle was close to sharp. Therefore, it is likely that these patient (tortuosity/calcification) and/or procedural (sharp insertion angle) factors may have contributed to the sheath shaft resistance with delivery system. The following were reviewed for instructions/guidance for preparation and use of the devices: the edwards esheath introducer set is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. Sheath insertion: hydrate sheath but do not wipe off hydrophilic coating. Insert the sheath with the edwards logo facing upward so the seam remains down to ensure proper sheath performance. Insert slowly with continuous motion to minimize friction. Ensure adequate vessel access. Do not use with tortuous or calcified vessels that would prevent safe entry of the introducer sheath delivery system insertion through sheath: correctly orient delivery system and check position before insertion. Orient the delivery system with the flush port pointing away and the edwards logo facing up. Ensure delivery system is locked in default position. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ? 2 cm. Note: in expectation of high friction, use short movements. Delivery system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Pull the entire delivery system through sheath. Maintain guidewire position in the aorta. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaint for sheath distal tip ¿ torn was confirmed. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. A definitive root cause is unable to be determined at this time. However, potential factors related to device design/manufacturing may have contributed to the failure mode. A risk assessment was previously initiated and no corrective or preventive action is required. The complaint for sheath shaft ¿ resistance with delivery system, bc was unable to be confirmed as the imagery was not provided. No manufacturing nonconformance was identified. Review of DHR, lot history, complaint history and manufacturing mitigation revealed no indication of a manufacturing nonconformance that could have contributed to the reported event. A review of IFU/ training materials revealed no deficiencies. Available information suggests that patient (tortuosity/calcification) and/or procedural factors (sharp insertion angle) may have contributed to the reported event. No IFU/labeling/training inadequacies have been identified and the occurrence rate did not exceed the trend control limit; therefore, no corrective/preventive action nor pra is required.